Event description:
It is reported that upon initial insertion of the fms control device into the pt, complainant could only get 10mls through inflation port and water leaked out around fill inflation port. It is also reported that a total of 3 different nurses on the unit tried this fms and was unable to get it to work. A new second device was then inserted into the male pt. No untoward effect to pt.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Facility's territory manager reports troubleshooting education was provided and convatec's territory manager is providing neurological ICU unit nurses with add'l education currently. Confirmed complainant reports no lot number available. Pt hob (head of bed) is elevated 30 degrees. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific mfg site. Both potential mfg site numbers are listed below. A return sample for eval is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.